Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead alert was triggered because of noise, oversensing and a varying impedance. A lead fracture was also reported. The lead was capped and replaced. No further patient complications were reported as a result of this event.